Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a damaged trace on a transformer on the pace/defib (pd) engine board. The pd engine board will be replaced to remedy the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.